Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient states programmer needs to be changed and when patient turns it on the power is down to 65%. Patient has left it plugged in overnight and it will not increase past that number. Agent asked if the handset was plugged into a power strip and patient states no, it is plugged into the wall and all the plug ins are working. Patient confirmed using the same wall adapter with two slots and only charging once item at a time. Agent had patient plug handset in to ac power cord and charge level was going down. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the handset. Patient states yesterday noticing the therapy was off and was able to turn it back on. Patient does not know why. Patient states changing the program yesterday because therapy was not really working, it worked for a while . Patient states the stimulation was causing discomfort so they decreased the settings. Agent emailed device registration to update patient address and managing healthcare provider. Patient mentioned they have an MRI scheduled on the 10th and everything has to be charged up. Patient called back and stated they made adjustments to therapy but their bladder is still not filling and they have frequent urination at night. Patient stated latest adjustment worked for 24 hours and then they were back to their old problem. Patient wanted to know why this was happening and what if increasing stimulation would fix the problem. Agent reviewed role of patient services and redirected to hcp, patient stated it is hard to get a response from hcp. Agent reviewed patient can adjust therapy as needed and stimulation expectations. Patient repeated information regarding previous handset. Agent reviewed handset general use. Patient called back stating that they had received the new programmer and is needing assistance in setting it up. They had the programmer plugged in for an extended time, and it only went up to 75%. Patient had it plugged in to the charger the whole day yesterday, but would not charge up to 100%. Agent walked the patient through setting up the new programmer, and patient was able to connect to the ins. Agent reviewed powering off the handset and continue charge it to see if it will go up to 100%. Patient mentioned that they adjusted last night from 4.3 to 4.5 and it worked. Patient called back reporting previously reported event with the handset not taking a charge. Patient stated that they had it plugged in all night, and when they check to see if the power has gone up, it actually went down a couple of notches. Agent recommended the patient to use other charging cable, and to monitor the issue. Agent requested replacement charging cable and adaptor through repair. Patient will be using their phone charger for the mean time, and call back if issue persists.